Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to procedural conditions (challenging imaging). The reported challenging imaging is related to procedural conditions (shadowing, additional imaging technique used to help alleviate imaging challenges). The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5+. Two xtw clips were implanted. To further reduce tr a third xtw clip was inserted and deployed on the valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda and further reduce tr, a fourth clip was implanted. A fifth clip was attempted to be placed, but due to large central gap and poor imaging, adequate capturing of the leaflets was not possible. The clip was removed from the patient. The final tr was grade 4+. There was no clinically significant delay in the procedure.